Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the returned battery cap was able to be fully tightened but was difficult to remove from the pump during investigation. A test cap was able to fully tighten and be removed with no defects. The returned battery cap had stripped threads; the top slot of battery cap was damaged. The battery cap contact height and width measurements were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.